Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record is not possible as the lot number is unknown. Based on the information received, the cause of the sheath puncture remains unknown.

Event description:
During the procedure while advancing the needle into the sheath to the inferior vena cava, a puncture of the sheath occurred. The procedure was completed with the same sheath and non abbott needle with no adverse consequences for the patient.